Manufacturer narrative:
As reported, about 2 years post-implant of the bard/davol phasix st mesh, the patient experienced fascial dehiscence, abscess, adhesions and underwent surgical intervention for mesh removal. As reported, the patient is recovering. Based on the information provided, no conclusions can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification, with no indication of a manufacturing related cause for the patient¿s reported postoperative course. To date, this is the only reported complaint from this manufacturing lot of 80 units released for distribution in october, 2018. Adhesion is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Regarding surface orientation the IFU states: "it is extremely important that this product be oriented correctly to function as intended. The visceral side of the phasix st mesh is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the smooth, resorbable, hydrogel coated side of the prosthesis against those surfaces where minimal tissue attachment is desired, i.e., against bowel or other visceral structures. The uncoated, textured mesh side should face the surface where tissue ingrowth is desired. The uncoated mesh surface should never be placed against the bowel or other visceral structures." Should additional information be provided, a supplemental MDR will be submitted. Not returned and sample discarded.

Event description:
As reported, the patient was implanted with a bard/davol phasix st intra-abdominally on (B)(6) 2019. As reported, the patient experienced fascial dehiscence and strangulated ileus after the laparotomy. During an open re-laparotomy procedure on (B)(6) 2021, the phasix st mesh was removed because of abscess and adhesions on the small intestines. It was reported that part of small intestine was resected, the phasix st mesh felt like concrete and was totally intact during its removal. The mesh was sent for pathology examination in the hospital. As reported, the patient is still in the hospital and recovering from the or.